Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer's mother declined to troubleshoot for high blood glucose levels. The customer's mother did not mention if auto mode was in use. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir. Infusion set . Unomedical infusion set.